Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a prep razor. The customer stated that a nurse received a cut when opening this product. The nurse had to get 8 stitches.